Event description:
A health care professional reported that a pt underwent injections of restylane in 2004 into upper lip for augumentation. Anesthesia in the form of a nerve block was used pre-procedure. At an office visit later in 2004, the physician saw the pt and observed lumps in the upper lip. The pt was advised to gently massage area. In 2005, the physician saw the pt again and observed lumps in the upper lip although slightly improved. The physician was seeking information. Lumps 13 month post-implant correspond to unexpected frequency of a labeled event.